Event description:
Report received from the USA stating that the device had an oil leak. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. When the device is received and the investigation has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).